Event description:
A lawsuit alleges the patient sustained "severe physical injuries and/or death, severe emotional distress" as a result of the lead. There is no allegation from a hcp that the death was device related. The cause of death has been requested and not received.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Other: trueisprint fidelisimplantable tachy lead. A lawsuit alleges the patient sustained "severe physical injuries and/or death, severe emotional distress" as a result of the lead. There is no allegation from a hcp that the death was device related. The cause of death has been requested and not received. No conclusion can be drawn. Other (an appropriate device code cannot be identified).